Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass, the trocar leaked gas to such a degree that it was impossible to maintain a proper pneumoperitoneum. Subsequently, it was absolutely impossible to proceed with the surgery. Despite the fact no leakage occurred alongside the 12 trocar sleeves, sutures were placed just to be sure. After a thorough examination of all the trocars and the operating field, the surgeon took several actions trying to solve the problem. Leakage, however, continued even without instruments inserted. For the benefit of the patient, the surgeon converted to an open surgery. No additional patient consequence reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.